Event description:
Pt stumbled and fell some 3 weeks post-op and this has caused his stem to subside and become unstable. Surgeon has admitted that he probably undersized the stem at the primary procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No further analysis was possible because the products were not returned. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.